Event description:
It was reported that the patient began intrathecal pain pump therapy in early 2003 with a mixture of hydromorphone, clonidine, and bupivacaine without any adverse reaction. In 2008, the patient underwent a single bolus trail of 1mcg of prialt. The patient was monitored for 24 hours without experiencing any adverse reaction. Approx five months later, prialt was added to the patient's pump at a concentration of 0.8mcg/ml delivered at 0.41087mcg/day. The following month, the patient was seen by the physician. The patient exhibited no acute symptoms. The patient did report a decrease in the use of the oral dilaudid and was very pleased. The patient reported that pain was 5/10. In the afternoon of three days later, the patient presented to the emergency room with full body rash that had a scalded appearance, periorbital and facial swelling, and low-grade fever (100.2 degrees f). The patient took benadryl, but it had not effect. The patient was treated with epinephrine and prednisone in the emergency room and given a prescription for prednisone. The pump wa stopped and flushed. It was felt that the patient had an allergic reaction, likely to the prialt. The next day the patient was seen in the pain clinic and started on monotherapy hydromorphone delivered at 7.704mg/day. The patient was next seen four days later, and the swelling had improved. The following month, bupivacain was added to the pump at a dose of 5.136mg/day. It was noted that the rash the patient experienced early, resolved in about 10 days. There was no improvement seen since the addition of the bupivacain, so it was removed. The patient was determined to have recovered without sequela and was stable with the pump containing hydromorphone delivered at 7.704mg/day.